Event description:
It was reported that patient dislocated mdm /rest mod hip. Liner changed to constrained liner.

Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was confirmed. The device was not returned for evaluation. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. A review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. The exact cause of the event could not be determined, because insufficient information was received. Further information such as return of device, x-rays, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, the investigation will be reopened.

Event description:
It was reported that patient dislocated mdm /rest mod hip. Liner changed to constrained liner.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device is not returned.